Event description:
A customer obtained false positive total b-hcg results on several sequential pt samples. The samples were shown to be negative using an alternative method. Persistent false positive total b-hcg results may result in the initiation of treatment. There was no report of pt harm as a result of this event.